Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a delay in therapy during a ventricular fibrillation episode. It was noted that the reason for this delay in therapy was due to device appropriately delivering eight bursts anti-tachycardia pacing (atp) for an initial intrinsic ventricular tachycardia, however, this exhausted the therapy. The episode continued for three minutes until it evolved into a ventricular fibrillation, and at this time, the device was able to deliver a shock, ending the episode. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.